Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Complaints text (B)(6) 2017, erp_rfc_user related svn (B)(4); complaints text (B)(6) 2017 pitmam1. Initial notes: (B)(6), fully hippa cust impacted by hurricane inquired what led up to the complaint. Customer response: she lost her xmtr during the hurricane customer ended up in the hospital for dka. She was involved in a car wreck as well wile sitting in traffic during when she was evacuating (B)(6). She lost xmtr high bg/under delivery t/s per (B)(4). Patient's bg at time of incident: 304 mg/dl. Patient's current bg: 104 mg/dl. Customer reports the following symptoms related to their high bgs: throwing up , nausea, ab pain, difficult breathing . Inquired if auto mode feature is active and automatically adjusting insulin delivery. Found: yes . Customer reports they feel okay to t/s. Customer reports they have a back-up plan available. Inquired if, and how, customer treated for high bgs. Found: manual injections. Customer reports they have contacted their hcp regarding the high bgs. Hospital gave her lantus explained the 2 high bg rule. Customer was in ER as a result of high bgs. Hospitalization details: nature of treatment. Findings: admitted ot ER . Time and date of hospitalization: (B)(6) 2017 3am. Bg value when admitted to hospital: unknown . Name of hospital: (B)(6) hospital . Name of patient/individual reporting: (B)(6). Description of complaint: dka, high bg . Any significant events leading to hospitalization: customer was involved in accident pump is not damage and she was evacuating florida due to hurricane . Cause of hospitalization per hcp: dka . Document the outcome of the hospitalization: prescribed lantus and monitor bg . Was customer wearing the pump at time of hospitalization? Yes. Customer's outcome pertaining to the complaint: adv will send rpl xmtr due to situation no t/s for high additional notes: 09/09/2017 cust declined t.s for high she stated it was due to stress from the evacuation and accident bg 304 cust lost xmtr (B)(6) 2017 verified xmtr ID via pump (B)(4), ship: nothing / return: nothing.